Manufacturer narrative:
Customer reported a syringe broke around the flange and "shot out of injector". Customer did not notice any alert messages, when the incident occurred. Customer decided not to have a field service engineer (fse) evaluate the injector, as they do not feel the injector failed in any manner.

Event description:
(B)(6): customer reports via phone, approx (B)(6), male, patient, having a CT chest when the prefilled contrast media syringe flange broke and syringe popped off the injector, just missing hitting the patient. Staff reloaded the injector with a new syringe, performed the procedure without further incident. No reported injury.